Event description:
Information was received from a patient who was receiving unknown baclofen (n/a mcg/ml at n/a mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient mentioned they had been hospitalized last week for a baclofen overdose which almost left them in a coma and were still having problems getting over it. The patient stated they just saw their managing healthcare provider this morning and they told her it would take time to get over the overdose. The patient also provided the name of the doctor who adjusted their baclofen pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.